Event description:
Event description guidant received information that this device's battery depleted prematurely due to an insulation breach in the ventricular lead. There were no reported adverse patient effects.